Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox balloon burst at 10-12 atms. The balloon and catheter were completely removed from the body and a non-abbott device was used to complete the procedure. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.